Event description:
The customer called and reported everything was becoming erased from the insulin pump, upon changing the battery, regardless of how long the battery was out. There were numerous alarms in the insulin pump history, including unexpected restart alarms, for all of which the customer declined to troubleshoot. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with had multiple a47 alarms in the alarm history screen and was unable to upload using carelink pro due to corrupted history file. No unexpected a17 alarms, a21 alarms, a47 alarms, battery out limit alarms or low battery alerts noted during our testing. Unable to verify history anomaly in carelink pro due to down load difficulty. The insulin passed a21 error, pump self test, displacement and off no power tests. The operating currents are within specification. The insulin pump was programmed multiple boluses and monitored; all boluses delivered and were listed in the bolus history screen. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.